Event description:
During portacath placement, the physician stuck the internal jugular (ij) with a micropuncture needle, advanced the wire and put the introducer over the wire. When pulling the wire out, it broke in half in the patient. The fractured fragment was within the proximal left internal jugular vein extending into the left brachiocephalic vein. Access was obtained via the groin and the broken wire was removed successfully. There was no patient injury.